Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
Customer reported screen freezes and they have to restart it constantly. The device was in use on a patient and there was no report of any adverse event.